Event description:
Boston scientific received information that this right ventricular lead with non-boston scientific device displayed noise and oversensing. There was concern that this lead was fractured. A revision procedure was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.